Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed no anomalies. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the lead was stretched and there was apparent explant damage. Event description continued: it was additionally reported that the patient received a heart transplant. The patient was part of the (B)(4) study.

Event description:
It was reported that the patient was admitted to the hospital after the device fired. The patient felt lightheaded, nausea, and fatigue. The patient also experienced hypotension, apnea, and low blood pressure and was noted to have mild decompensation. It was also reported that the right ventricular lead dislodged and had defibrillation threshold issues related to the lead's position. The lead was explanted and replaced. During the lead revision, the patient went into pulseless electrical activity. It was additionally reported that the device had difficulty converting the patient due to an elevated defibrillation threshold. The subq shock coil was anterior. The physician wanted to move it posterior to improve shock ability. The device was repositioned deeper and remains in use. No further patient complications have been reported as a result of this event. It was further reported that the device was explanted.

Manufacturer narrative:
Asku

Event description:
The patient was admitted to the hospital after the device fired. The patient felt lightheaded, nausea, and fatigue. The patient also experienced hypotension, apnea, and low blood pressure and was noted to have mild decompensation. It was also reported that the right ventricular lead dislodged and had defibrillation threshold issues related to the lead's position. The lead was explanted and replaced. During the lead revision, the patient went into pulseless electrical activity. It was additionally reported that the device had difficulty converting the patient due to an elevated defibrillation threshold. The subq shock coil was anterior. The physician wanted to move it posterior to improve shock ability. The device was repositioned deeper and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed no anomalies. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the lead was stretched and there was apparent explant damage.